Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address - (B)(6). The device was returned and evaluated, and the customer¿s allegation of locking notch broken was confirmed. Device evaluation found that the telescope locking pin was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope " optical emission spectroscopy elite" was inspected before user and the locking notch was broken at the outer area of telescope and was due to accidental damage. The issue was found during reprocessing. There were no reports of patient harm.